Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of posterior left atrial pericardial effusion was reported while mapping the left atrium during a procedure. Patient has a baseline effusion since 2017. An additional effusion was noted after two difficult transseptal puncture attempts with the nrg transseptal needle. The patient was stable and no pericardiocentesis was needed. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.